Event description:
The pt received the scs system on (B)(6) 2010. It has been reported the pt experienced discomfort at the ipg location in the left buttock area while sitting. The pt elected to explant his ipg. During the procedure, the physician also elected to explant the system leads. The leads have been discarded by the facility. No further pt complications were reported.

Manufacturer narrative:
This ipg serial number is included in a field advisory. Sjm has limited info related to the pt¿s medical history and is unable to form an opinion as to the relevancy of the pt¿s history to the event reported. Sjm defers to the pt¿s physician regarding medical history.